Manufacturer narrative:
Pump received with blank display due to cracked case corner of the belt clip rails near the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 140 mg/dl. The customer reported that the there was crack from side of the insulin pump up to the back. Troubleshooting was performed for damage. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.